Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a pt of unknown age and origin. The pt's medical history and concomitant medications were not provided. The pt was taking an unspecified medication via a humapen ergo pen (lot number unknown) for an unknkown indication. The person operating the device was the patient. It is unknonw if the operator of the device was trained. The device was reported to have broken tabs. The device was not returned to the company. The contents of the complaint narrative suggest that this device may have both engagment tabs broken. However, this cannot be confirmed without the device. In the event that the device is returned, it will be evaluated to determine if a reportable malfunction/near incident has occurred.